Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using the femoral approach, the procedure treated the 99% stenosed target lesion located in the moderately tortuous iliac artery. For pre-dilation, a 9.0x40mm mustang balloon was advanced for treatment, however the balloon ruptured at unknown atms. The procedure was completed with the implant of an express ld stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).